Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon investigation the electrode belt would not communicate. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire migrated within the ECG electrode and shorted the blue +5v wire. The root cause for the migrated wire has not yet been determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing code 204.